Event description:
The following was reported through a review of the article titled, "clinical outcomes of trabecular micro-bypass stent in patients with moderate to severe open angle glaucoma". Reportedly following trabecular microbypass stent system procedures in a total of twenty-two (22) operative eyes, "iris plugging" occurred in two (2) operative eyes. Additional information has been requested. Please see attached article for further details. Reference doi: 10.3341/kjo.2026.0015.

Manufacturer narrative:
Additional information: a2, a3, b6, b7: mean and mode used. B3: publication date used as event date. The devices were not available; therefore, product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for these device lot numbers could not be reviewed. A review of the device labeling and associated risk documents was completed. Stent obstruction is identified as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The reported events are established risks associated with use of the devices, which is clearly documented. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4).